Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had saline solution migrating from primary bag to zinecard in secondary bag (programmed amount and delivery rate unknown). The patient received almost the entire 250ml in the saline bag instead of just the 20ml flush that was programmed. Any patient involvement, injury or medical intervention is unknown.